Event description:
It was reported that the pump was banged against a desk and the touch screen became shattered and unresponsive. Customer¿s blood glucose was around 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.